Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for intraoperative complication of femoral bone fracture. Event is serious. Event is possibly related to both device and procedure. Treatment includes orif of nondisplaced trochanteric fracture. (B)(6) 2018. (B)(6) 2018. (Left hip).

Manufacturer narrative:
Pc(B)(4).no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.